Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The taxus express2 2.5x12mm drug eluting stent was not used and did not come into contact with the pt. Another taxus stent, same size was used to complete the procedure. No pt injuries or complications occurred.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.